Manufacturer narrative:
The patient's system controller was returned to the manufacturer for analysis and although the device was found to function as intended, the reported pump stoppage event and drop in pump speed was confirmed based on the events recorded in the log file. A review of the log file downloaded from the system controller revealed one motor stop event and one event where motor speed decreased below the low speed limit of 8600 rpm. The pump operating below the low speed limit would have resulted in the system controller to produce an audio tone (1 beep every 4 seconds). The recorded events appeared to have occurred while the system controller was connected to the power module. The returned system controller was functionally tested using a mock circulatory loop and was found to function as intended, even when the cables were maneuvered. The white and black power leads were independently disconnected during testing and the system continued to operate properly. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. Based on the evaluation of the returned system controller, no functional or device related issues were found and the reported event and alarm conditions recorded in the log file was not attributable to the returned device. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was at home connected to the power module and heard a few "beeps". The patient was reportedly asymptomatic during the event. While the patient was in the hospital, a review of the system monitor history screen appeared to indicate that the pump had stopped. The patient's log file was submitted to the manufacturer's technical services member confirmed one pump stoppage event recorded along with a drop in pump speed approximately 16 hours after the pump stop event. The vad coordinator exchanged the patient's system controller and the power module patient cable and an analysis of the system controller was requested. The hospital indicated that the patient would continue to be monitored.